Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 475 mg/dl. Customer has treated with manual injection. Customer states that the insulin continues to drip after the motor stops during the manual prime process. The drive support cap is protruded. Customer stated that he has pushed the drive support cap in. Advised the customer that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.